Event description:
Information received indicates the ground loss indicator is on.

Manufacturer narrative:
The technician found the ground pin was loose on the power cord. The technician replaced the power cord to repair the bed.